Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the pebax sleeve damaged with a hole. Alert code 106 occurred after the catheter was plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. The catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-jun-2024, the pebax sleeve was observed damaged with a hole. The event was originally considered non-reportable, however, bwi became aware of the pebax sleeve damaged with a hole on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2024. The device evaluation details. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed no foreign material was identified inside the pebax. The pebax sleeve was observed damaged with a hole. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The force issue reported by the customer was confirmed per pebax condition. The potential cause of the hole in pebax cannot be determined. It could be related to the handling of the device; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).